Event description:
Primary stability achieved, no osseointegration. Asymptomatic case. Xerostomia. Uncontrolled endocrine illness, penicillin allergy. At time of locator abutment placement implant was spinning with very little pressure.